Event description:
It was reported that the patient's lead migrated and parasthesia was in the wrong place. The area with chronic pain was not being covered. Additional information received on (B)(6) 2012 reported that lead revision was completed on (B)(6) 2012. The existing lead was repositioned to the correct level and the patient was getting stimulation in the areas he needed. The patient was "very pleased" and nothing was explanted.

Manufacturer narrative:
Product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n331026, implanted: 2012 (B)(6), explanted: product type screening device product ID, 355028 lot# n329983n01, implanted: 2012 (B)(6), product type accessory product ID, 3550-43 lot# n197618, implanted: 2012 (B)(6), product type accessory product ID, 3550-39 lot# n335359, implanted: 2012 (B)(6), product type accessory product ID, 3550-29 lot# n250164, implanted: 2012 (B)(6), product type accessory. (B)(4).